Manufacturer narrative:
Gtin/UDI number for item 2426-0500, lot 17023102 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse was attempting to attach the IV to the patient when the male luer separated from the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the male luer was confirmed. Visual inspection revealed the pvc tubing was completely separated from the male luer. Inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. Fluid was leaking from the separation. Functional testing was deemed unnecessary due to the separation. Dimensional analysis was performed and the tubing was within specification. The root cause of the customer¿s report was identified as a manufacturing issue of insufficient solvent having been applied at the junction of the pvc tubing.